Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the person with diabetes stated that she utilized 4 cleo 90s while trying to change a site. Patient reports she experienced a line blocked alarm causing her to change the site. Upon changing the site, patient noted the cannula was bent. Patient also had another line blocked alarm which was resolved by changing the site. When the site was changed, the cannula appeared normal. There was patient involvement and there was no patient harm.